Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. The receiver failed to boot and charge. Functional test: unable to test due to call tech support error he customer complaint is undetermined because necessary tests could not be performed. The reported event of no audio output was undetermined. A root cause could not be determined.

Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver had no audio output. No additional event or patient information is available. No product or data were provided for evaluation. The reported no audio output could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
Sr-(B)(4) remove: "the complaint device was returned for evaluation. The device was visually inspected and no defects were found. The receiver failed to boot and charge. Functional test: unable to test due to call tech support error he customer complaint is undetermined because necessary tests could not be performed. The reported event of no audio output was undetermined. A root cause could not be determined."

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defects were found. The receiver failed to charge and reboot. A "try it" manual test could not be completed due to call tech support displayed on screen. A functional test could not be performed due to call tech support displayed on screen. Due to call tech support displayed on screen. The receiver case was opened with the ui board separated to perform a download, the review could not be completed unable to communicate with communication tool. An internal visual inspection passed. The speaker resistance was measured and it registered out of specification. The reported event of no audio output was confirmed. The root cause was determined to be a defective speaker.